Manufacturer narrative:
Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle did not move past zero when an attempt was made to inflate the balloon. It was reported that although the gauge needle did not move, the balloon was still able to be inflated. However; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.